Event description:
The event involved a 32 cm (13") ext set w/4-way stopcock, check valve, rotating luer where it was reported that during chemotherapy infusion, a leakage occurred at the connection of the extension. The amount of cytotoxic lost during the leak is estimated to be significant because patients were sleeping and could not report the leak. The leak was in contact with the patient, there was an unprotected chemo exposure for the patient. The patient did not receive the full intended dose. There was patient involvement but no report of human harm. This is the second of five events.

Manufacturer narrative:
The device is available for evaluation, it has not been received.

Manufacturer narrative:
Additional information: d9 - date returned to mfg is 10/4/2022. Received fifteen new 011-h3745 extension sets for inspection. Each set was tested according to design specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.